Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results with one patient sample when using the cobas® sars-cov-2 & influenza a/b qualitative assay for use on the cobas® liat® system. The sample initially generated a sars-cov-2 positive result on cobas liat (B)(4). The same sample was repeated on another cobas liat (B)(4) resulting in a negative result for all three targets. The same sample was repeated on the original cobas liat generating the same sars-cov-2 positive result. The sample was repeated once more on the other cobas liat (sn: (B)(4) resulting in a negative result for all three targets. The results were not reported. No harm is alleged. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to the sample having a low viral load. Samples of this type may generate wavering results upon repeat.